Manufacturer narrative:
(B)(4).

Event description:
The customer reported bloody fluid leak of unknown volume inside the coulter lh 500 hematology analyzer instrument and on the counter top. The instrument was also experiencing an "incomplete tube forward" message. The fluids associated with this event are blood, diluent, and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The field service engineer (fse) observed that the needle waste tubing was crimped at the fitting and the fitting had fallen out. The fluid leaked upon the dead plate which caused it to get stuck and generate the "incomplete tube forward" message. The "incomplete tube forward" message is a result of a jammed sample that does not move completely forward to enable the sample extraction process. The fse replaced needle assembly and cleaned the dead plate. The fse did not note any evidence of further leaks. Results met published performance specifications. The cause of the leak was a crimped needle waste tubing.